Manufacturer narrative:
The returned device was evaluated and the device was received partially deployed. The pink slide insert was observed in the viewing window and the linkage assembly was observed to not have fully retracted. The hard cannula was exposed out of the bottom housing window. Upon removal of the top housing, the linkage assembly was observed to have retracted fully. Score marks were observed on the interior of the top housing, indicating an interference between the linkage assembly and the top housing. The misaligned linkage assembly is confirmed as the cause of the needle's failure to retract. The exposed needle due to the misaligned linkage assembly also contributed to the reported skin condition irritation. The hard cannula was observed to be bent. It is unknown when or how this damage occurred.

Event description:
A patient reports while wearing a pod for longer than 48 hours they had experienced pain, redness and a bump at the pod infusion site. In addition upon removal of the pod from the infusion site the pods needle was found to have not retracted upon initial activation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.